Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of our investigation an olympus engineer was dispatch to observe the sampling techniques and found no deviations during the sampling observation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. On (B)(6) 2019, an olympus ess was dispatched to the user facility to observe the facility¿s reprocessing practices. There were no deviations noted with the user facility¿s reprocessing.

Manufacturer narrative:
The tjf-160vf video scope, was sent to oekg for investigation. The distal end cover is noted missing (not returned) and the bending section cover was removed damaging the bending section cover from the distal end side. The distal end elevator k-wire was also noted to be broken and the elevator forcep raiser is missing (not returned). The unit will be processed through to production to have the biopsy and suction cylinder/channels replaced.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The OEM provided the destructive sampling results. The destructive sampling identified following microorganisms: burkholderia pseudomallei and shewanella putrefacians that are categorized as high concern organisms. None of the organisms were not identified in the initial sampling. Additional findings by the external expert during the destructive sampling are as follows: -bleaching of the glue of the bending section and around the objective lens -missing part of glue around the objective lens and the air/ water nozzle - damaged glue around the objective lens and light guide lens -detachment of glue around the air/ water nozzle.

Manufacturer narrative:
The device was returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. As part of the investigation an endoscopy specialists (ess) was dispatched to the user facility to review reprocessing techniques. The ess visit has not been finalized as of the time of this report.

Event description:
The manufacturer was informed that during a post market surveillance study at the user facility the duodenovideoscope cultured positive for enterococcus faecalis. There was no patient involvement with the scope.